Event description:
The external pulse generator was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed an incoming vxi test due to intermittent operation. Analysis also noted that the upper and lower cases and bail covers were broken. The device was to be scrapped in-house. (B)(4).